Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "secondary infusion not infusing properly" was not reproduced. Evaluation sent the device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, downstream occlusion, and flow rate accuracy tests the device passed all tests except for the downstream occlusion test due to a false downstream occlusion. A review of the event history log revealed multiple occurrences of the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor calibration values out of specification. The force sensor no-tube and force sensor scale-factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's secondary infusion was not infusing properly during delivery in the intermediate care department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. Correction h11: the device was received for evaluation. During functional testing, the reported problem "secondary infusion not infusing properly" was not reproduced. Evaluation tested the device for ultrasonic sensor us occlusion, ultrasonic sensor us air, downstream occlusion, and flow rate accuracy tests. The device passed all tests except for the downstream occlusion test due to a false downstream occlusion alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the false downstream occlusion that occurred during service testing is due to the downstream sensor out of specification. The force sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.